Event description:
It was reported that the downstream occlusion sensor had damage. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a blurred lcd screen, cracked down stream occlusion, and a damaged downstream occlusion sensor. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. The downstream occlusion sensor was damaged on one side and the downstream occlusion seal was also cracked. As a result, the downstream occlusion sensor and seal were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a manufacturing DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 per ro #(B)(4) and the complaint was related to the previous repair service of the device.